Event description:
The vessel was the right ophthalmic artery aneurysm that measured 4.7mm*7mm. The surgeon used 6f gc to establish access then position sl-10 mc in place. The surgeon positioned the 1st coil (B)(4) successfully. He felt friction when advanced the 2nd coil (B)(4) and also noted the coil had already partly stretched in the distal part. Removed the coil directly and changed new coil to complete. There was no report on patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The vessel was the right ophthalmic artery aneurysm that measured 4.7mm*7mm. The surgeon used 6f gc to establish access then position sl-10 mc in place. The surgeon positioned the 1st coil 640cx3575 successfully. He felt friction when advanced the 2nd coil 640cx0410/(B)(4) and also noted the coil had already partly stretched in the distal part. Removed the coil directly and changed new coil to complete. There was no report on patient injury. A non-sterile og cmplx xtrasoft coil 4x10 was received coiled inside dispenser inside of a plastic bag. No damages were noted on the hub. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found elongation condition. The support coil was received outside of introducer and without any damage. The gripper and embolic coil were received inside of introducer and them were found without any damage. The introducer, gripper and embolic coil were inspected under microscope; the introducer was found elongation condition. The gripper and embolic coil were found without any damage. The od from the delivery tube was measured and was found within specification. The functional test was performed using one micro-catheter prowler 14 lab sample was flushed using a lab sample syringe (nipro) the water came out from the distal end of the device. After that the received orbit galaxy device was introduced into the lab sample micro-catheter and it advance smoothly until the micro catheter¿s distal tip without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the customer as ¿detachable detachable coil delivery system (dcs)- impeded¿ was not confirmed in functional analysis. The failure reported by the customer as ¿coil- unraveled/stretched-in microcatheter¿ was not confirmed in microscope analysis. The failure experienced by the costumer and the damages found on the device could not be conclusively determined; neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. The label for use indicates to use the device with only microcatheters that are recommended. Additionally, inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The vessel was the right ophthalmic artery aneurysm that measured 4.7mm*7mm. The surgeon used 6f gc to establish access then position sl-10 mc in place. The surgeon positioned the 1st coil 640cx3575 successfully. He felt friction when advanced the 2nd coil 640cx0410/16005270 and also noted the coil had already partly stretched in the distal part. Removed the coil directly and changed new coil to complete. There was no report on patient injury. The device is not going to be returned for analysis. A review of the manufacturing documentation associated with this lot (16005270) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was not returned for analysis, and the event cannot be confirmed. With the information provided it is possible that procedure factors may have contributed to the event. Additionally, the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taking at this time.

Manufacturer narrative:
(B)(4). The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was received for analysis. Additional information will be submitted within 30 days of receipt.